Event description:
It was reported that the sheath and stylet of the 2.5 x 23 mm xience xpedition stent delivery system were removed without difficulty. It was noted that the stent dislodged when the sheath and stylet were removed. The device was not used and there was no patient involvement. A second same size xience xpedition stent delivery system was used in the procedure without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.